Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, adhesions, abdominal pain, scar tissue, inflammation, mesh deformation and explant. The instructions-for-use supplied with the device lists adhesions, pain and inflammation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent moderate sized symptomatic umbilical abdominal hernia repair with implant of 8 cm round ventralex hernia patch on (B)(6) 2011 which was placed with the smooth ptfe surface towards underlying abdominal viscera and polypropylene surface towards abdominal wall musculature. The straps were trimmed, and the mesh was secured using sutures. It is alleged that during (B)(6) 2023 patient began to experience severe pain and discomfort in abdominal area thereby underwent laparoscopy on (B)(6) 2023, during which it was found that the ventralex mesh had rolled upon itself, formed a wad of mesh and displaced. It was also alleged that the surrounding appeared to have chronic inflammation and thickening of peritoneum thereby underwent cholecystectomy, removal of gallbladder, lysis of adhesions between the colon, omentum, mesh and the mesh was removed. It was alleged that the patient endured pain and suffering, permanently injured and scarred. It is also alleged that the device was defective.